Event description:
It was reported that the catheter hub cracked on the side from the lumen to the suture wing. The catheter was replaced.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a final report will be submitted.